Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defect was due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The inspection method for the event is described as follows in the operation manual for bf type 260 series, "chapter 3 "preparation and inspection".. 3.2 "inspection of the endoscope" [inspection of the bending mechanisms]. Turn the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved and return the bending section to its respective positions. Turn the up/down angulation control lever slowly to its neutral position. Confirm that the bending section returns smoothly to an approximately straight condition. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an abnormal sound was made due to damage on the angulation lever, due to a pinhole on the channel tube, water tightness was lost, the adhesive on the bending section cover had a chip, the control unit was sticky due to water leakage, due to wear of the angle wire, the neutral position of the angle knob was out of the specified position, the light guide lens had a crack, the forceps channel port was sticky, the connecting tube had a dent, and the connecting tube was buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope experienced a defective angle. The device was returned for evaluation. During the device evaluation, it was found that the bending section could not be controlled at all due to corrosion on the angle mechanism. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.